Event description:
It was reported that the during an intracept procedure, the physician stated that while initiating access through the skin with the introducer cannula, the instrument slipped lateral and may have punctured abdominally. The patient experienced abdominal pain in the post anesthesia care unit (pacu). The patient was later transferred to the emergency room (ER) and a computerized tomography (CT) scan was performed. The CT scan showed a lower gastric bleed. A blood transfusion was performed. The patient was discharged from the hospital and has recovered.